Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the device failed steps during testing. The device's flow straightener was found to be contaminated with dirt and dust. The device was cleaned and serviced to address the issue.